Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 505mg/dl at the time of incident and the current blood glucose level was 305 mg/dl. Customer also stated that their blood glucose level was around 400 mg/dl to 500 mg/dl. The customer was assisted with troubleshooting. Customer reported the following symptoms related to their high blood glucose level was normal. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.